Manufacturer narrative:
Insulin pump received with no up button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers ramping during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for button error during the prime process. Blood glucose reading was 318 mg/dl. The customer could not recall any significant events leading up to the alarm. Customer mentioned that the numbers on the screen were ramping up without input. When the customer removed and reinserted the battery it alarmed for button error. Advised that the insulin pump will be replaced. Nothing further reported.